Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an air leak. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, no abnormality related to the reported event was confirmed on the product's appearance. Per functional testing, the complaint was confirmed that there was a gas leak from inside the main unit. The cause for the leak was the spont breath vlv assembly. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The spont breath vlv assembly was replaced, and the device passed all the functional and performance tests after the repair.